Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered an error on universal surgical manipulator (usm) 2 that caused non-intuitive movement issues. System logs indicated the occurrence of error 23002 on usm 2. Despite these issues, the user continued and completed the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported complaint; however, the fse did replace the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform where sensors check was found to be failing on the yaw axis prompting error 23000, replicating the reported event. Once testing was completed, the yaw searchlight sensor assembly was applied behavior analysis (aba) tested and was verified to be the source of the fault. The probable root cause can be attributed to the yaw searchlight sensor assembly.